Event description:
Customer reportedly obtained results of 29mg/dl, 98mg/dl, 239mg/dl, and 28mg/dl within 10 minutes on the advantage system. Customer ate and drank after receiving result of 29mg/dl. No adverse event reported. Requested return of suspect system and replacement was sent. No info provided to indicate where comparison performed.